Manufacturer narrative:
Device evaluation summary: the turbohawk device was returned for analysis inside a red bio-hazard bag. Inside the pouch a spider fx and turbohawk were included. The spider was not loaded into the turbohawk. A cutter driver was connected to the turbohawk. The turbohawk was visually inspected and it was observed the distal rotating tip was detached from the distal assembly. There was no indication of a fracture of the unit. A 0.014" guidewire from the lab was front loaded, no damage to the guidewire tubing was noted. No other damages or anomalies were observed to the turbohawk device. Analysis summary/results: the tip detached from the distal assembly of the turbohawk during withdrawal. The wire the turbohawk was loaded was a spider fx capture wire. A loop/bend to the capture wire was noted and the tip of the turbohawk remained loaded on the wire.

Event description:
Physician was using a turbohawk device to perform an atherectomy procedure in the left popliteal/tibial region. Embolic protection was used during the procedure. It was reported that after performing three passes, a slight resistance was felt while removing the device from the artery. The nosecone tip of the turbohawk detached; however, it remained on the wire due to the embolic protection device. The entire system was removed successfully. It was suspected that pulling the device back may have caused an injury to the vessel wall, thus the lesion was stented after obtaining a retrograde access from the anterior tibial artery to pass a new guidewire through the lesion. Patient¿s condition was reported to be stable with baseline pulses intact.